Event description:
Caller reported an alarm 2 indicating an occlusion issue but confirmed there was no adverse impact to the customer's blood glucose level. During the call, the customer performed tests under guidance to resolve the issue, including disconnecting the tubing and delivering boluses. Initially, occlusion alarms recurred, but after further instructions and adjustments, a bolus was successfully delivered. Customer was advised to replace supplies as needed and continue insulin therapy, with assistance from technical support arranged for further help.